Event description:
The customer reports the ventilator emitted smoke. The customer replaced the defective o2 module. There was no pt injury. The customer was sent red "cc" stickers. The defective part will be sent for evaluation.